Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a consumer with an implantable neurostimulator (ins). It was reported that the patient could not charge the one of the two implanted ins's since (B)(6) 2016. The rep could not charge or communicate with the thoracic ins. The ins was suspected to be overdischarged. Additional information was received and it was reported that the overdischarge was not resolved. It is planned to be resolved at a later appointment. The cause of the inability to charge was not determined. Additional information received from the manufacturing representative (rep) indicated that there is an appointment scheduled to see the patient on (B)(6) 2020. Additional information was reported that the overdischarge has not been resolved. The patient is scheduled to see their doctor on (B)(6) 2020. Additional information was received from a consumer and a manufacturer representative regarding the patient. It was reported that back in 2016, the patient saw another manufacturer representative and they worked on charging in all positions (lying down, sitting up, using a towel against it, backing up on the implant) and nothing worked. The patient indicated that the manufacturer representative thought that there was a defect on the implant. The patient did not think that the implantable neurostimulator was deep; however, the patient thought that the recharging paddle could not reach the implantable neurostimulator. Multiple physician mode restarts were previously performed (5 attempts); however, these did not resolve the issue. At the time of the report, both implants would not communicate with the tablet and the patient is not feeling stimulation. The patient attempted to charge the implantable neurostimulators on (B)(6) 2020 and saw the reposition icon on the recharger. The patient has not used or felt stimulation on both implantable neurostimulators for about three years. Additional information received from a manufacturer representative (rep). It was reported that a physician recharge mode was not successful in resolving the overdischarge. The hcp is reviewing and making a decision soon regarding further actions being taken. No further complications were reported.